Event description:
A caller reported a malfunction identified as code 199 associated with a tandem pump. No notable events occurred prior to this issue, and the caller declined to provide information regarding any impact on blood glucose levels. Technical support assisted the caller with a pump reset and provided the necessary instructions. After the reset, the malfunction code did not recur, and the caller was informed to reach out if any further issues arose. The customer continued using the pump without further incident.